Manufacturer narrative:
Results: the pusher assembly, coil, and the 5f cook sheath are all tangled together. The pusher assembly is fractured approximately 95.0 cm from the distal tip in the hypo-tube area. The coil stretch resistant (sr) wire is broken and the coil is stretched. The pusher and coil are non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the physician fractured the pusher while advancing the coil through the microcatheter. If the force used when pushing the device exceeds the strength of the material, a fracture may occur. The fracture in the pusher assembly hypotube then caused the pull wire to disengage from the tip of the pusher assembly and release the coil. In addition, the coil sr wire was broken and the coil was stretched. This may have occurred when attempting to place the detached coil in the aneurysm or during attempts to snare the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing coil embolization in the ovarian vein with penumbra ruby coil. Physician fractured the pusher while advancing the first coil through delivery microcatheter. The pusher fracture caused the pull wire to retract from the distal detachment tip, thereby causing the coil to detach while still inside the microcatheter. The physician then tried to push the detached coil into the ovarian vein with a second ruby coil, and then attempted to inject the coil into the ovarian vein with saline through a syringe. Both attempts were unsuccessful. Physician then attempted to remove the microcatheter form the patient with the coil still inside the lumen. However, the coil did not leave the patient with the microcatheter. It was then discovered that half the coil was stretched inside the microcatheter. It is unknown how the coil stretched. The physician then proceeded to use a snaring tool to remove the stretched coil from the patient before successfully completing the procedure.

Manufacturer narrative:
Conclusion: results of investigation are still pending. A follow up MDR will be submitted upon completion of the device investigation.